Event description:
During a literature search, atricure determined that a patient had an adverse event, which may have been caused or contributed to by an ach240. A 32-year-old male patient with a history of severe aortic stenosis and atrial fibrillation underwent aortic valve replacement via median sternotomy with concomitant left atrial appendage exclusion using a 40-mm atriclip device. Two months post operatively patient was readmitted for ventricular fibrillation. Coronary angiography was performed, and revealed severe left main coronary artery stenosis, reportedly due to the artery's proximity to the anterior side of the atriclip device. Patient underwent percutaneous coronary intervention (pci) to treat the stenosis. Two months after pci, the atriclip device was successfully surgically removed. 4.0 polypropylene running suture was positioned at the base of the appendage. The patient was discharged 15 days after the surgical intervention, without further reported complication. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.